Manufacturer narrative:
Device component code relates to device problem code for the reported event of stent calcified. Device component code relates to device problem code for the reported event of stent difficulty removing. A visual analysis of the returned device found that it had residues of calcification and no other anomalies or damages were noted. Based on product analysis, the encountered defect (stent calcified) may cause difficulties during the withdrawal of the device. Therefore, based on all available information the most probable cause for this complaint is considered ¿anticipated procedural complication¿ since the complaint is due to a known physiological effects of the procedure noted within the directions for use. A review of the device history record (DHR) was performed and no deviation was found. A labeling review was performed and it was found out that there is no evidence that the device was used in a manner inconsistent with the labeling. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a percuflex¿ plus stent was previously implanted in the ureter and kidney on (B)(6) 2017. It was removed during a ureteroscopy and double j placement procedure performed on (B)(6) 2018. According to the complainant, during removal, it was noticed that the stent was encrusted. It was reported that difficulty in removing the stent was encountered, and it took more than two hours to remove. A cystolitholapaxy was done to break up the encrustation and the entire stent was removed with the use of forceps. There were no patient complications reported as a result of this event, and the patients¿ condition at the conclusion of the procedure was reported to be ¿stable¿.

Manufacturer narrative:
Additional information for stent implant and explant dates reported.

Event description:
It was reported to boston scientific corporation that a percuflex¿ plus stent was previously implanted in the ureter and kidney on (B)(6) 2017. It was removed during a ureteroscopy and double j placement procedure performed on (B)(6) 2018. According to the complainant, during removal, it was noticed that the stent was encrusted. It was reported that difficulty in removing the stent was encountered, and it took more than two hours to remove. A cystolitholapaxy was done to break up the encrustation and the entire stent was removed with the use of forceps. There were no patient complications reported as a result of this event, and the patients¿ condition at the conclusion of the procedure was reported to be ¿stable¿. **additional information received on 07mar2018** stent was implanted on (B)(6) 2017 and was explanted on (B)(6) 2017.